Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing. The device evaluation was completed by the manufacturer and service required codes were observed in the downloaded event log. The device's system board needs replaced to address the issues.

Event description:
A ventilator was evaluated by the manufacturer for service. There was no harm or injury reported. During the evaluation of the device by the manufacturer, the device failed a test step during testing. The evaluation is yet to be complete. A follow-up report will be submitted when the manufacturer's investigation is complete.